Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
Save to disk clinical data review was determined to not be required because physical analysis was completed.

Event description:
It was reported that prior to the implant procedure, the battery bar was gray with pre-implant indication. The device was interrogated for "quite some time." The device battery was 2.87 v and so the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).